Event description:
No further event information available at the time of this report.

Manufacturer narrative:
D11: biomet m/h ha por fmrl 11x160mm cat#21-104111 lot# 814730. Biomet m2a-magnum 42-50mm tpr insrt-3 0/-3mmt1 cat#139254 lot#630750. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A review of the device history records identified no deviations or anomalies during manufacturing. The additional information does not change the root cause of the previous report. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -05683.

Event description:
Patient¿s legal counsel reported bilateral patient underwent left total hip arthroplasty. Legal counsel further reports that patient's left hip was revised approximately 13 years later due to pain, elevated metal ion levels, and metallosis. No further event information available at the time of this report.